Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, when the stapler was loaded with a reload it fired normally a second reload was loaded on to the stapler. The surgeon closed the device on the appendix mesentery, pushed the green button, the black handle of the device popped forward as normal. When the surgeon squeezed the handle to fire the stapler the handle would not move. The stapler was reloaded without issue with a reload. The surgeon closed the jaws on the tissue and pushed the green button with no issues. Again, the surgeon was unable to fire the stapler and the black handle would not move. Another device was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.